Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The ec60 device was received for analysis with no visual non-conformances and with five cartridge reloads present. Cartridge (d, e) ecr60d, l51m6c were received partially fired 1/16. Furthermore cartridge (d) was noted to have the one piece sled damaged in the area where it interacts with the knife making the reload non-functional. Cartridge (f, g) ecr60w, l52c3f, was received fully fired and in good visual conditions. Cartridge (h) ecr60g, l5219n was received fully fired and in good visual conditions. It is possible that while loading the reloads (d,e), the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridges. The device was tested for functionality with the returned cartridge reload (e) by loading it into the device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the device could not fire and the first stroke of the fourth firing. Changed to another reload but still could not fire. Two ecr60w and one ecr60g were used before the ecr60d with no issue. Changed to another device and reload but had the same issue. The procedure was completed with another product.